Event description:
It was reported that (1) 355sd device was used during a ovarian cystectomy procedure. It was reported by the rep that during an ovarian cystectomy the surgeon was unable to pierce the peritoneum on the pt with the enclosed 355sd. The surgeon was attempting a secondary puncture under direct visualization and the blade would not pierce the peritoneum. A reusable trocar was used to complete the case. There was no consequence to the pt.